Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead (0074) was capped, and the shocking portion was left active. A cpi (0056) lead was added to the patient's system.